Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but was unable to reproduce error. Fse inspected the sensors, cable connections and sorter alignments for tip pickup and found tips laying in sorter by the tip lane with bent ends; the tips seems to be hitting the edge of the tip lane causing the reported error. Fse aligned the sorter tip pickup to tip lane, which resolved the error. Fse performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4063] sorter tip pickup z-axis home overrun cause : the home sensor activated improperly following movement of the z-axis sorter tip pickup. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to misaligned sorter tip pickup to tip lane.

Event description:
A customer reported getting error message "4063 sorter tip pickup z-axis home overrun" on the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ckmb) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.